Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk ICD implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that there was a lead integrity alert for the right ventricular (rv) lead. Electrocardiogram (ECG) shows non-physiologic sensing in the rv with several short interval counts (sic) interrogated on the rv lead. An impedance measurement shows high impedance fluctuating in the pace/sense portion of the lead. The pace/sense portion of the rv lead was found to have fractured. The pace/sense portion of the rv lead was capped and a new lead was implanted. The rv high voltage coils remain in use. It was further reported that the patient had a pocket hematoma that required a pocket evacuation. A few weeks later, the patient had another pocket hematoma that required intravenous therapy of vancomycin. No further patient complications have been reported as a result of this event.